Event description:
I used renu with moistureloc contact lens saline solution from 2/06 to april 23/06. I was seen by "opt" on and sent immediately to a cornea specialist that same day. He did an eye culture on me and my contact case and solution - bacterial fungus was found in eyes and case. Excruciating pain and sensitivity to light began. I was put on drops every hr for 48hrs. Then drops every 4 hr for 2 weeks. The 1st 48 hrs were even during sleep hrs. I have heavy cornea scarring - lots of itching and feel as if something is in my eye, my vision also has gone down.